Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device does not function was confirmed. It was found that the cable insulation was damaged and that the burr does not fit into the shaver because of wrong o-ring installed on the device. The device was modified accordingly, the defective cable was replaced, and the device was repaired, tested and found to be fully functional. User mishandling is the most probable root cause of the physical damage to the motor cable. However, given the information provided we cannot discern a definitive root cause for the installation of the wrong o-ring on the device. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep in (B)(6) that the device was broken and needed repair. During in-house engineering evaluation, it was found that the cable insulation was damaged and that the burr does not fit into the shaver because of wrong o-ring installed on the device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.